Manufacturer narrative:
This is a follow up to emdr 9617229-2019-12993. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade IV.

Event description:
Patient reported "pain". Patient later reported "capsular contracture, baker grade IV" and "swelling". Patient later reported "exchange of textured device due to patient's concern with product" and "weird mammogram reads which cleared up according to mammogram". This record is for the left side. Device has been explanted.